Event description:
It was reported that high out of range pacing impedances were noted on this right ventricular (rv) lead, which were gradually increasing. A follow-up is expected within the next 60 days. Technical services (ts) provided further troubleshooting tips. No adverse patient effects were reported. This investigation will be updated when further information becomes available.